Event description:
Member of staff dispensing klenzyme reported that she had inadvertently inhaled some spray or atomization as it was being dispensed into the cleaning sink. This appeared to cause a restriction in breathing, a cough response and a rash. Patient was admitted to emergency department of same hospital (gosford district) and administered oxygen over a two hour period before being discharged. Patient sought medical advice following this incident. She advised dta of some improvement in her condition but had some residual respiratory wheeze and a rash several days after the incident. Patient has requested that she be allocated work away from the this hospital unit (by choice). In 2007 - patient advised dt that her symptoms had disappeared. Patient advised dt that her doctor apparently did not believe her symptoms or reaction were caused by the inhalation of klenzyme detergent.

Manufacturer narrative:
The product is regulated by the FDA as a class I, 510 (k) exempt medical device. The lot number of the particular product is not available. Patient's age and weight is not provided by the patient is an adult working at the hospital. Labeling and msds caution user to avoid inhaling spray mist due to the potential for an allergenic response.